Event description:
The patient went into the ER for horrific pain. Diagnosed with enlarged spleen and is concerned the spleen is becoming ruptured. The patient asked if they could use the vest more often, but since the pain has become worse. The patient is concerned that the vest may be causing it.

Manufacturer narrative:
The device was not returned to the manufacturer because the device was paid in full. The customer owns the device.

Event description:
The patient went into the ER for horrific pain. Diagnosed with enlarged spleen and is concerned the spleen is becoming ruptured. The patient asked if they could use the vest more often, but since then the pain has become worse. The patient is concerned that the vest may be causing it.